Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the surgeon indicated that a vessel sealer extend (vse) instrument did not seal all the way and "hit a bleeding vessel." According to the surgeon, it may have been the device that caused the issue, since it did not completely seal. The procedure was completed robotically. On 16-nov-2021, intuitive surgical, inc. (Isi) followed up with the isi specialty sales manager (ssm) and obtained the following additional information: the ssm was present during the procedure and noted that prior to the use of the vse instrument, there was nothing out of the ordinary observed. Prior to the sealing issue reported, the vse instrument had been in use for about 45 minutes. At the time the event occurred, the surgeon was sealing the ileocolic pedicle several times prior to vessel transection. It was noted that the seal appeared to not be completed and the vessel bled. As a result, the surgeon applied direct pressure and used a robotic clip applier to stop the bleeding. According to the ssm, there was minor bleeding observed from the ileocolic pedicle; however, the amount of blood loss was unknown. The unsealed vessel was noted as the cause of the bleeding. No blood transfusion was administered. The ssm was asked about two vs instruments used during this reported procedure, and the ssm clarified that only the first vse instrument was attributed to the reported sealing issue and the second vse instrument was a backup that was installed onto the system after the reported issue. There was no serious deterioration or clinical instability during the time it took the staff to get and install a backup instrument. At the time of the event, the ssm informed there were audible signals that indicated the seal cycle had completed and tissue was then cut without a proper seal. There was no errors when the vse issue occurred. The ssm indicated the target tissue was not under tension during the sealing/cutting process. The vessel was not greater than 7mm in diameter and it was unknown if the vessel had calcification or had previously been exposed to any radiation or chemotherapy. The ssm stated there was tissue effect observed during the sealing cycle. The jaws of the instrument did not come into contact with a clip, suture, staple, or any other metal objects. The surgeon sealed several times prior to transection. The surgeon believed the reported issue occurred due to the vse instrument not sealing properly. According to the surgeon, the alleged instrument issue caused ¿generalized frustration and time delay.¿ per the surgeon, the ¿patient was recovering well.¿ it was unknown if the patient experienced any post-operative complications. The ssm indicated that only the first vse instrument would be returning to isi for evaluation. No video/image was available for review. The procedure was completed robotically.

Manufacturer narrative:
As of the date of this report, the vessel sealer extend (vse) instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A site history complaint review was conducted on 24-nov-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. A review of the instrument logs was performed on 11-nov-2021 for a procedure on (B)(6) 2021 on system sk2433. The logs show the following two vse instruments were used: 1. Vse instrument (part #480422, lot #l91210530-0205) and 2. Vse instrument (part #480422-01, lot# l91210530-0206). These devices are single-use instruments and therefore only have one use allotted. This reported issue occurred on the instrument's only allotted usage. A site review shows no additional complaints were filed against these instruments. While not all reusable instruments with uses remaining that were used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. A system error log review was conducted on 11-nov-2021 and there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. The vse instrument with lot #l91210530-0206 was used first and the vse instrument with lot # l91210530-0205 was swapped in after about 35 minutes of use time. No errors were logged in the dsp events for either instrument. In the e-100 logs, vse instrument with lot #l91210530-0206 had no recorded events. The second instrument with lot #l91210530-0205 recorded 9 instances of the high initial starting impedance message. This message indicates the starting impedance of the tissue between the jaws was higher than expected. This message can occur due to clinical reasons, such as tissue type, tissue dryness, or tissue thickness, and does not suggest a failure of the instrument. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vse instrument allegedly did not adequately seal a vessel. The surgeon was able to control bleeding that occurred by applying a clip on the vessel in question with a backup clip applier instrument. The cause of the customer reported failure mode and intra-operative complication is unknown.